Event description:
Falsely elevated ctni results were obtained on seven patients. Repeat of the tests were negative for the patient samples involved. The incorrect ctni results were reported to the physcians. Patient treatment was not prescribed or altered and there were no adverse health consequences as a result of the falsely elevated ctni results. After the results were reported to the physicians, the customer tested quality controls after a reagent change and the results were out of range. Further review of the instrument data indicates that the most probable cause for the falsely elevated ctni results was contaminated chemistry wash soluti0n.